Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. One unpackaged ar-9625 batch 022414 was received for evaluation. The visual evaluation revealed that the tip of the 3.0mm hex driver was twisted and broken off (see evaluation pictures 3 ¿ 5). The overall length was measured according to drawing c13888, revision 2. Oal 6.00 ± .01 inches: result: 5.89 inches (see evaluation picture 6). The device is shorter due to breakage. A functional test cannot be performed as the instrument was damaged. The most likely cause of the reported failure is user error, specifically the application of excessive torque force during use. Especially to a device manufactured in 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the univers revers total shoulder arthroplasty, the tip of a screwdriver broke off while tightening a screw in the glenoid. The broken piece and the screw became so firmly embedded that the broken piece could not be removed. Therefore, the broken piece remains inside the patient. Prior to this, another screwdriver with its corresponding torque adapter had fallen to the floor and was thus rendered unusable. Since there was no second torque adapter in the set, a t-shaped handle was used instead to tighten the screw with the screwdriver. Consequently, the screw and the screwdriver were tightened without a preset torque. The surgery was finished successfully with same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. 12-dec-2025 majung - further information was received from arthrex UK: the broken part will not need to be removed and will remain permanently in the patient. The affected device, due to its damage, also slightly damaged the other screw heads.